Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on (B)(6)2020 was 85 mg/dl. Therefore, the complaint could not be confirmed. A cgm alert 14 (transmitter out of range) enunciated on (B)(6)2020 at 11:05:50 am, 2:35:50 pm, and 4:30:50 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.